Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was pregnant and has been having issues for a year. Customer needs to keep her blood glucose levels under control. Customer has changed multiple sites, site brands, reservoirs, tubing, etc. Customer still wakes up in the middle of the night due to a no delivery, which causes her to vomit. No further assistance needed.